Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for lead replacement. Upon interrogation, high capture threshold and poor sensing were observed on the right ventricular lead. It was noted that the patient had a fall in (B)(6) 2020, and the lead performance started to deteriorate at this time. The lead was explanted and replaced. No patient consequences were reported.